Event description:
The lead was partially explanted due to a report of suspected j-retention wire fracture without protrusion through the outer polyurethane insulation. The cathode remains implanted. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet, sheath(s). No complications.